Event description:
It was reported to boston scientific corporation that a truetome 44 was used during an endoscopic sphincterotomy (est) procedure performed on (B)(6) 2025. During the procedure, when pulling the handle there is a phenomenon where the wire tip part is bent much more than the normal range. There were no patient complications reported as a result of this event. This event has been deemed reportable based on the investigation results: wire failure to release bow. Please see block h11 for full investigation details.

Manufacturer narrative:
Block h6: imdrf device code a05 the reportable investigation result of cutting wire failure to release bow (unbow). Block h11: investigation results: the returned truetome 44 was analyzed, a visual inspection found that the working length was twisted and bent at distal section, due to this condition the pierce holes were misaligned. This condition leaded the wire to bow out of plane. Functional test was performed; the device was actuated and was able to bow but unable to unbow. No other problems with the device were noted. The results of the analysis performed on the returned device found that the device was unable to unbow and the working length was twisted. This could be caused after multiple attempts to rotate the handle of the device or during the introduction of the device into the scope. Also, the working length was bent. This problem could be caused by operational factors, the used technique for the device manipulation or by the interaction between the device and a hard surface. Additionally, the wire was unable to unbow; this event was escalated with operations team, and it was determined that the wire was overly tensioned. An investigation to address this problem is in progress.